Event description:
It was reported that during a thrombectomy case on the second pass of the embolectomy catheter, the catheter would not move. The balloon reportedly would not deflate. The doctor used force to pull the catheter out. When the catheter came out, it was missing the balloon and tip. The balloon reportedly remains in the profunda of the patient. Attempts to retreive the balloon and tip were done using another catheter, however, they were unsuccessfull. The patient is doing fine.